Event description:
It was reported that the patient¿s pump had a problem ¿last week¿ as it acted like it had an air bubble or it quit. The patient got up the following day and was fatigued ¿really bad¿ but other than that he was ¿good¿ and felt better. The patient was seen by a physician on (B)(6) 2014 to which the physician stated ¿it¿s not doing that¿ so a magnetic resonance imaging (MRI) scan was scheduled for (B)(6) 2014. This was being done to verify pump function and to see if there was a granuloma ¿in the pump or catheter.¿ reportedly, the patient¿s pump was doing the same thing again and he had informed his physician. The patient also experienced a ¿nasty¿ metallic taste in his throat and the smell, which was described like a burnt dryer sheet ¿or something,¿ went into his sinuses. Reportedly, he could not function nor eat. When asked about the air bubble the patient stated it was just the way it felt. The patient experienced a lot more pain in his back, going down his legs, a stinging feeling into his feet and everything above the pump feels like ¿it is gone.¿ above, where the catheter was put in it felt as if it was going numb and the patient experienced a bad headache in the back of his head back of his spine. The pump reportedly had been filled three weeks prior to the date of this report and the physician had put ropivacaine in the pump. The health care provider later reported the MRI was being done to rule out a possible granuloma at the catheter site. The patient had claimed the pump was not working but stated the claim that things are not working could be made without understanding what was wrong. Further, the cause of the issue remained unknown as well as if the implanted system or therapy was a contributing factor. An MRI of the thoracic spine was done and was negative for granuloma of catheter; no inflammatory mass was present. A dye study was pending. The patient¿s outcome was reported as ¿in progress.¿ this device system delivered morphine and ropivacaine. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).